Manufacturer narrative:
Submitted: 08/23/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage and a u39 component failure. This report is made based on results of investigation completed on (B)(6) 2016.